Event description:
Alaris pump and channel developed spontaneous communication errors, channel "c" flashed error 13-1033-149 while trying to start an epi drip on unstable patient with previous respiratory arrest. The (B)(4) was infusing .9ns and levophed at time of failure on ce: (B)(4), while trying to connect additional channel for epi infusion for unstable patient.